Event description:
It was reported that the pt said that she had an allergic reaction to the blue wick-checking with supes to see what we can do to assist. She stated the order was placed past the 30day return policy and we would not be able to return them. Did advise the patient also offered barrier cream to assist with the irritation. Also asked her to check with her insurance to see if they offer a reimbursement program. She said will try the new flex wicks. She did state she saw her doctor and they did provide a cream to assist with clearing up the irritation. It's unclear if lot number was requested. Used with female wicks. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt said that she had an allergic reaction to the blue wick-checking with supes to see what we can do to assist. She stated the order was placed past the 30day return policy and we would not be able to return them. Did advise the patient also offered barrier cream to assist with the irritation. Also asked her to check with her insurance to see if they offer a reimbursement program. She said will try the new flex wicks. She did state she saw her doctor and they did provide a cream to assist with clearing up the irritation. It's unclear if lot number was requested. Used with female wicks. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.